Event description:
Pt came in for regular g-tube change. On initial floroscout films, the catheter was fractured. The fractured catheter was retrieved using a snare and a new g tube was placed.

Manufacturer narrative:
Lot history review: the lot history was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: the catheter was returned in three pieces. The first section is the hub section that has been cut. The shaft tubing is bright blue in color and the break is a straight cut. The second section is the catheter shaft tubing. This section is 22.5cm in length. The shaft is a straight cut at the bright blue end of the catheter shaft. The last 6cm of the shaft are jagged, cracked and discolored (almost black in color). The third section is the pigtail shape of the catheter. This section is 7.5cm in length. The tip is dark in color and cracked. At the break it is jagged and cracked. Conclusion: this complaint has been confirmed during the visual inspection of the returned sample. Deterioration, discoloration and cracking are present on the shaft. The cause of this complaint is attributed to user error. It was noted that the catheter was being used as a feeding tube, which is not the intended use of this device. The abscession drainage catheters are designed for percutaneous drainage of fluids. The acid environment of the stomach may limit the usefulness of the drainage catheter to serve as a g-tube. The drainage catheter was tested in ph levels of 7.0-9.0 (7.0 being neutral). The stomach acid is at a ph of 1.0, which is much more acidic. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.